Manufacturer narrative:
Visual examination: the guidewire exhibited a corewire fracture, 2mm distal to the intermediate weld. The coilwire was also found to be fractured, 4 mm distal to the intermediate weld. These fractures exhibited characteristics typical of a tensile type fracture. Multiple kinks were noted in the guidewire, approx. 0.9 cm and 16.0 cm from the tip. Microscopic examination: light optical examination on both the coil and the corewire revealed reduced cross sectional area at the fracture site. The coil wire was also stretched from the distal side of the intermediate joint. Although the exact cause for the fractured guidewire could not be determined. The location of the stretched segment, and the residual biomaterial suggest that an entrapped condition resulted in a tensile overloading of the core and coilwire during guidwire removal from the pt's vasculature. No defects were noted in the guidewire/materials. All co guidewire are inspected prior to packaging and have met all specification prior to shipment. Per co instructions for use, if strong resistance is met during manipulation, withdrawal of the entire system is recommended.

Event description:
During clinical use, the tip of the guidewire fractured. Reportedly, the tip remained within the pt's vessel.